Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported that the side button of the patient's pump is not working. Mother stated she is not able to apply a bolus. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.